Manufacturer narrative:
The phacoemulsification handpiece was returned and during functional testing, the phacoemulsification handpiece exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm). A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phacoemulsification handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phacoemulsification handpiece assembly was identified as a contributing factor. Manufacturing review confirms that this phacoemulsification handpiece was manufactured date, which is in alignment with the scope identified in the internal investigation. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. An internal investigation has been opened to address this issue. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during cataract surgery, it was found that the handpiece was getting heated up. Surgery was completed using same handpiece and there was no patient impacted.